Event description:
It was reported that the patient stated he was implanted with a replacement artificial urinary sphincter (aus) in 2014. The patient stated that he had kidney stone surgery with foley catheters and, last month, had a urethral stent removed in the clinic. Since then, he has noticed an increase in leakage. The patient stated that he has no other symptoms like blood in urine, pain, discomfort or burning. He asked if there could be an issue with the device and he confirmed that the device was activated and deactivated. The patient stated that he has not spoken to his doctor yet but plans on calling to consult. Few days later, it was reported that the device is working fine, the doctors believe the just needed to reactivate it, after other procedures he has recently unrelated to the implant.